Manufacturer narrative:
Device has been returned to the MFR; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer confirmed that the driver is broken at the tip. Unable to determine the cause of the event.

Event description:
Date of surgery: in 2007. It was reported that the tip of the driver instrument broke in a surgical case. The surgeon was able to retrieve the broken fragment. No pt complications were reported.